Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had past no delivery alarms, including one earlier that day. The patient's blood glucose at the time of the original no delivery was between 130 mg/dl and 180 mg/dl. In regards to the most recent no delivery, he had rewound the pump twice and filled the tubing without the reservoir in the pump. The pump then alarmed no delivery when the reservoir was inserted. Since the customer was off of the pump he experienced his blood glucose. Last night his blood glucose was 220 mg/dl, and around midnight it rose to 411 mg/dl. He decreased his sugar to 185 mg/dl by treating with manual insulin injections. Troubleshooting was initiated for the no delivery issue. The customer primed the tubing successfully. He was advised that the no delivery may have been due to a possible site related issue. The customer was advised to change his entire infusion set. No products were shipped or returned.